Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received information regarding an air bubble in the luer lock. Customer's blood glucose level was impacted and was reported to be in the high 200's (mg/dl).